Event description:
Additional information received from reporter on 3/25/2024 for report mw5115008. New: reference mw5115008: this is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: blue suction tip came off while an unconscious patient was being suctioned. Tip piece was safety retrieved. Manufacturer evaluation results: since the customer haven't provided with the lot number, no investigation could be conducted for this item. However, a previous similar issue was observed with this product on 14-nov-2022. The manufacturer provided an investigation and a CAPA. The manufacturer confirmed that jun-2022, an improvement action was carried out to prevent the tip from falling out from the ejector: a photocell has been installed to monitor the correct application of the adhesive substance that fixes the tip furthermore, a pneumatic reject system was put in place to improve the rejection of non conforming cannulas.

Event description:
Additional information received from reporter on 4/3/2024 for report mw5115008. New: reference mw5115008: this is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: blue suction tip came off while an unconscious patient was being suctioned. Tip piece was safely retrieved. Manufacturer evaluation results: since the customer haven't provided with the lot number, no investigation could be conducted for this item. However, a previous similar issue was observed with this product on 14-nov-2022. The manufacturer provided an investigation and a CAPA. The manufacturer confirmed that jun-2022, an improvement action was carried out to prevent the tip from falling out from the ejector: a photocell has been installed to monitor the correct application of the adhesive substance that fixes the tip furthermore, a pneumatic reject system was put in place to improve the rejection of non conforming cannulas.

Event description:
Blue suction tip of the saliva injector came off while an unconscious patient was being suctioned.